Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient was seen for a routine follow up visit, after having been lost to follow up previously. At that time, it was noted that the stent graft had migrated approximately 9 cm, resulting in a type I endoleak. The proximal bare metal spring was also seen to be fractured. The cause of the fracture was unknown. The aneurysm was noted to have enlarged to 8 cm in diameter. The physician implanted endurant ii cuffs to resolve the aneurysm. No additional clinical sequelae were reported and the patient was reported to be stable. Patient will return for a follow up visit. Evaluation of film images show the cause of the bare spring fracture, leading to the migration and type I endoleak, is unknown. Review of several returned angio images showed that the bifurcate was approximately 8cm below the renal arteries. Two of the bare springs apices were seen fractured, and the bare spring connecting bar was severely angulated along the inner curvature. The talent aortic body was angulated approximately 90 degrees relative to the limbs. Several images showed that the 2 endurant cuffs were placed from just below the renal arteries, distally down into the talent bifurcate. The cause of the bare spring fracture, likely leading to the stent graft migration, could not be determined.

Manufacturer narrative:
(B)(4). Method: film. Results: stent graft migration, endoleak. Cause of spring fracture is unknown. Conclusion: stent graft migration, endoleak. Cause of spring fracture is unknown.